Event description:
It was reported that the lead integrity alert (lia) triggered for short interval counts (sic) and questionable noise and a decrease in impedance on the right ventricular (rv) lead. It was also reported that the rv lead had an insulation breach. The rv lead was removed and replaced with a new lead. It was further reported that there was a power on reset (por) with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed a lead integrity alert (lia) triggered. The programmer data shows one lia on (B)(6) 2012, sensing-interference/noise with ventricular short interval count v-sic=23.7 counts average/day, in 83.7 days, between (B)(6) 2012, and sensing - oversensing with two ventricular nst<=190 ms on (B)(6) 2012. Evaluation summary (B)(4): the partial lead in segments was returned to the manufacturer and analyzed. The defibrillation conductor was fractured, all conductors had blood/body fluid (not obstructed), the outer tubing was kinked/buckled and had cosmetic environmental stress cracking (esc.) There was blood in/on the helix/lobe mechanism and visual analysis revealed tissue on the helix. The analyst visual comment indicated that the interior svc defibrillation cable fractured at 39.3 cm and exposed coil continuity failed fractured at 39.5 cm.